Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a nephrectomy procedure, pieces of plastic broke off the pivot point of the instrument, articulating fingers are in tact. First instrument one piece of plastic broke off. Second instrument 2 pieces of plastic have broken off. Product not re-sterilized prior to incident, was used on patient. No person injured or jeopardized. All pieces of plastic retrieved from the patient under visualization from the camera. The surgical team pieced together the broken pieces of plastic to ensure they fitted together. They could not see any pieces of plastic in the patient cavity. Issue was solved by opening a new instrument.